Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): during the removal of the mandrel, the clip doesn't protect the bevel of the needle. The lack of security was followed by a needle stick injury. Reference MFR report # 9610825-2013-00330.